Manufacturer narrative:
Block b3: exact date unknown, event occurred five months prior to the date the manufacturer became aware.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated causing undesired and inadequate stimulation. The patient underwent a lead replacement procedure, was doing well postoperatively. No device malfunction was suspected, and the explanted device was disposed by the facility.